Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The patient was asymptomatic. The patient presented in the operating room for right ventricular lead replacement. The pacing lead impedance was stable. The lead was explanted and replaced. The patient was in a stable condition before, during and after the procedure.